Manufacturer narrative:
Updated data: b5. H6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: tav e vfxplus-26, product ID: evfxplus-26, serial/lot: (B)(6), use by date: 2027-06-24, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the chb persisted following implant of the valve.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial:(B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, there was little calcification, and the valve was deployed and recaptured approximately three times to prevent migration. Upon the fourth deployment attempt at a deeper position, complete heart block (chb) was observed. Subsequently, the valve was implanted.